Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the following day, the patient was hospitalized for the event. The patient was treated with injection heparin (dose not reported, intraperitoneally, frequency and duration not reported), injection fortum (1 g, intraperitoneally, frequency and duration not reported), and injection vancomycin (1 g, route not reported, once every 5 days, duration not reported). The patient was reported to have recovered from the event. Action taken with therapy was not reported. No additional information is available. This is report 2 of 3 involved in this event.